Event description:
Clinician reported that male luer adapter separated from tubing. Reportedly, the set was being used for "intralipids." Clinician stated that the timing of the reported condition is unknown. There was no report of injury or medical intervention required as a result of the reported condition. Per clinician, no further details are available.